Event description:
It was reported that during a tubal ligation procedure, a piece of the plastic white seal tore and fell into the patient along with the device. A grasper was used to pull out the piece. There was no adverse consequence to the patient.